Manufacturer narrative:
Investigation of this device revealed the alignment of the blades was inaccurate causing a lack in edge-to-edge contact. Alignment is usually affected by usage and/or mishandling of the device.

Event description:
The device did not work properly. It caused tearing while attempting to cut.